Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had uncomfortable stimulation, which they described as ¿jolting¿. It was indicated that their therapy concern was related to positional movement. The patient stated that ¿when they moved a certain way they felt a jolt and they called their pain management doctor who said to call the manufacturer and say the issue stared last week sometime. They stated they thought it was gas, as they had been taking stuff for gas and it wouldn't go away. They stated ¿it was like a stabbing gas pain that wouldn't go away¿. They stated they felt this in their back. They also stated that they felt a ¿little pain where the battery was¿ and they stated that this had been happening for ¿a couple of months,¿ and it was not all of the time, it¿s just if they walk a lot¿. They stated the ¿back pain was what was bothering them the most rather than the pain on the battery site¿. They stated ¿like if they sit straight up, they got a sharp pain¿. Although the patient hasn't had any falls, traumas or emi exposure, but they stated their doc tor ¿thought maybe the lead could have moved,¿ but they didn't know how they came to that assumption. The patient was advised to follow-up with their healthcare provider (hcp) and ask them to invite a manufacturer representative (rep). It was indicated that their pain was located at their implant site and back. The patient¿s pain at the implant site began in 2018 and their stimulation being uncomfortable began in (B)(6) 2018. No further complications were reported/anticipated.